Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that a patient with diabetes (pwd) reported experiencing a line blocked alarm while camping. The issue had been resolved by replacing the infusion set and with the current cartridge. The original infusion set was no longer available for inspection, and the pwd is uncertain about what may have caused the issue during their time camping. The issue was resolved. The event occurred while in use with a patient. The operator of the device was the lay user/patient. There was no patient injury. Patient is a 40-year-old non-hispanic/latino, white male and weighing 205 lbs.